Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the mechanics swing fork was blocked. Therefore, the reported condition was confirmed. It was further determined that swing fork was broken and needle bearings were blocked and pin must be drilled. However, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the mechanics swing fork was blocked on the sagittal saw attachment device. It was further noted by the technician that the swing fork was broken and the needle bearings blocked and the pin drilled. It was noted in the service order that the device was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.